Event description:
Reporter indicated that treating neurologist was unable to communicate with vns pt's device. It was reported that the same programming system was used successfully to communicate with other pt's devices and that typical troubleshooting efforts did not resolve the communication problem. The pt normally grimaces with stimulation, but no longer makes any facial expressions indicative of stimulation cycle. The pt reportedly experienced a recent bad fall during which they broke their shoulder. The pt has marked bruising on the left side of their chest due to the fall. It is believed that the ncp system may have been damaged during the fall. Review of x-rays revealed no apparent anomalies, but were indeterminate reagarding a discontinuity in the ncp system.